Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer was booted up to black screen with no backlight on. The inverter was shorted out on the upper half and the inverter cover was melted. Moreover, part of the internal circuitry of the programmer was broken off. In addition, the programmer's touch screen was dented and the suspected dent came from stylus. There was evidence of abuse or mishandling observed. All affected components were replaced. The programmer passed all functional incoming tests. Laboratory analysis confirmed reported allegation.

Event description:
Boston scientific received information that the programmer displayed black screen. The programmer will be returned. No patient involvement reported.